Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during an attempted right internal jugular vein midline catheterization for long-term placement in the hemodialysis procedure room, ultrasound guidance revealed a small internal jugular vein, and the needle failed to enter the vessel. The procedure was changed to left internal jugular vein catheterization. During needle insertion at the new puncture site, air leakage was detected from the needle. A 14g catheter sheath was used to retrieve the needle, and after replacing the needle, the puncture and catheter placement were completed successfully. There was no reported patient injury.